Event description:
It was reported that the device was explanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that premature battery depletion was observed on the device. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open to reveal the device battery voltage was at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. The current was monitored for an extensive period and no high current drain was noted on the hybrid. Analysis after a new battery was installed showed normal device characteristics, which is consistent with a hardware latch-up condition issue having occurred that depleted the battery prematurely. Further analysis performed on the battery by manufacturer could not reveal additional information due to damage from removing the cell from the device.